Manufacturer narrative:
Other text: one sample of cadd cassette reservoirs flow stop and an extension tube were returned. The sample was visually inspected, at a distance of 12? To 24? And normal conditions of illumination. The cassette product was received with pressure plate detached. A syringe was used to infuse water into the ay bag. No leakage was detected. The failure mode reported is not confirmed. A review of the manufacturing process for a review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. The bag loading operation in the cassette line was reviewed; no discrepancies were found. The segregation practice where the burst test takes place in the magnus production line was reviewed; no discrepancies were found. An inspection to the work stations was conducted, in order to verify for sharp edges and sharp objects in the magnus production line and the cassette production line; no sharp objects were found.the leak test was audited during ten (10) cycles, in order to verify that the leak test was properly performed; for each cycle five (5) units are tested. The leak test was performed according to the test method stated in the manufacturing procedure; no leakages were detected during the fifty (50) units tested. In magnus line, production performs a 6 psi bubble test for the detection of leakage, to a sample of ten (10) ay bags every two hours. In cassette line, production performs a 100% in-process leak test is performed during the manufacturing of the cassette assembly. In magnus line, quality takes one (1) bag in order to perform a 6 psi bubble test for the detection of leakage, at the start up, the beginning of lot and after a break of 30 min.

Event description:
Information was received indicating that leakage was noticed when using the cadd cassette reservoirs - flow stop. There were no adverse events reported.